Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) only works on electricity.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, e1 (initial reporter and event site telephone), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Due to character limit in block e1 initial reporter full name is antonio mataluna. A getinge fse states following information received from clinical engineering, a quote has been sent to the customer for preventive maintenance activities, with replacement of safety disk + batteries + tubing assembly filter. We are waiting to know if this quote will be accepted and in how much time, or at the moment the customer does not want to accept it. The customer has decided not to accept the maintenance estimate and wants to keep the appliance without maintenance.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h11. Corrected fields: d9, h3.

Event description:
N/a.